Event description:
It was reported during an in-clinic device upgrade evaluation, the patient experienced phrenic nerve stimulation from its left ventricular (lv) lead. Loss of capture was also noted. During the device upgrade, the lv lead was easily explanted, and a new lv lead was implanted. The patient remained stable and was discharged same day.